Manufacturer narrative:
Title: sternum dehiscence: a preventable complication of median sternotomy source: the heart surgery forum #2019-3109 23 (5), 2020 [epub august 2020] doi: 10.1532/hsf.3109 online address: http://journal.hsforum.com. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, the study aims to analyze all patients undergoing median sternotomy for cardiothoracic surgery for occurrence of sternal dehiscence and mediastinitis between the year 2009 to 2019. There were a total of 2664 patients, and our suture was used in 167 patients. Post-operative complications includes 7 patients having mediastinitis, 28 patients with superficial wound infection and 7 patients had rewiring due to sternal complication.